Manufacturer narrative:
Exact date unknown, event occurred on (B)(6) 2021 as the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was too large. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced and the pocket was moved. The patient was doing well postoperatively.